Manufacturer narrative:
(B)(4). Additional information received: "the patient presented a dehiscence of the posterior wall of the esophageal-intestinal anastomosis after total gastrectomy surgery due to a small curvature gastric cancer. On the 5th postoperative day, the patient presented significant clinical worsening, with signs of sepsis, and after the computed tomography of the abdomen, the presence of intracavitary fluid fistula was found. The patient was reoperated on the 7th postoperative day and did not have a good evolution, and died a few days after the re-approach. The doctor did not detect any abnormalities during surgery, had no technical difficulties in the surgery, and the patient had no inherent factors that increased his risk of complications. Thus, the doctor related the complication and death to the device.". Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the product code or lot number of the device be provided? What healthcare professional fired the device and what is his/her experience with the device? How was the anvil introduced? Was the ancillary trocar used? What two anatomic structures were being anastomosed? Was the anastomosis completed end-to-end or end-to-side? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Can more information be provided on what was meant by ¿laceration occurred during total gastrectomy¿? Was there a laceration that occurred intra-operatively or post-operatively? Can you please clarify if there was a laceration, anastomotic leak, or both? What was done during the reoperation on the 7th postoperative day? Can a detailed timeline of events, operative notes, or an autopsy report be provided? We received additional information from medical affairs. Did latam ethicon medical affairs speak with the surgeon? Would the surgeon be interested in speaking with us ethicon medical and engineering personnel?

Manufacturer narrative:
Product complaint #: (B)(4). Date of event: month and day unknown. Only beginning of 2018 known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can the product code or lot number of the device be provided? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? How was the anvil introduced? Was the ancillary trocar used? What two anatomic structures were being anastomosed? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Can more information be provided on what was meant by ¿laceration occurred during total gastrectomy¿? Did this occur intra-operatively or post-operatively? How was the laceration identified? How was the laceration addressed? Was a leak test performed? If so, what was the result? Can a detailed timeline of events, operative notes, or an autopsy report be provided? What was the date of the initial surgery? What were the dates of any subsequent surgeries and what was done? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death? If so, why? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that a subsequent laceration occurred during total gastrectomy (esophagus) with circular stapler, 21 or 25. Case occurred at the beginning of last year (2018). No code and lot number of the product were informed, only that it is a circular stapler and that the patient has deceased.